Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet retention issues. A skin revision was performed on (B)(6) 2019. The implanted device remains in-situ.